Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead was not functioning. Moreover, reprogramming was done and was functioning as desired. To date, the lead remains in service. No adverse patient effects were reported.